Event description:
It was reported that, during implant of the right ventricular (rv) lead, the patient experienced an atrioventricular block. Additionally, the helix of the right ventricular (rv) lead displayed rotation issues. The rv lead was replaced. The patient was stable.